Manufacturer narrative:
The root cause cannot be identified. There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event safety request for investigation. The manufacturing operation employs quality control procedures, which include in- process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is an adverse event for a burn to the consumers' back. A risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On (B)(6) 2021, a spontaneous report from the united states was received via telephone regarding a female (age not reported) who used thermacare lower back and hip 8hr l/xl heat wraps. Medical history included backpain. Concomitant products were not provided. On an unspecified date, the consumer used a thermacare lower back and hip 8hr l/xl heat wrap (lot number not provided; expiration date (B)(6) 2023) applied topically to the back for back pain. After the consumer had the heat wrap on for 2 hours it "burn't the hell out" of the consumer's back. Follow-up attempts have been unsuccessful. As of (B)(6) 2021, no new additional information has been provided.